Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the pacemaker was found in backup vvi mode after a MRI scan and the device could not be interrogated. The device firmware was unable to be downloaded to resolve the event. External pacing was recommended and a device replacement is anticipated as the patient is pacemaker dependent. Further information was requested but not received.